Event description:
Customer reportedly obtained results of 310 mg/dl, 105 mg/dl, 207 mg/dl on the same device within 10 minutes. Customer also reported, obtained results of 105 mg/dl, 207 mg/dl, 242 mg/dl, and 186 mg/dl on the same device within 10 minutes. No quality controls used on this vial of test strips. No adverse event reported, no action taken based on device results. Requested return of suspect device, however, all strips from this vial are used.